Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis, and quality notification analysis were reviewed and no deviation was found for this batch. No samples / photos were sent by the customer to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/t s/su experienced leakage at connection site during use. The following information was provided by the initial reporter: luer slip 5 ml syringe has leakage at connection with the spinal needle. It was performed tests with other volumes of the brand and there was leakage. A second test was performed using syringes of other brand and no issues were observed. Additional information: there was no damage, but the customer reports difficult in being exact in the drug measure quantity. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic. The customer did not notice any damage or irregularity in the syringe tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/t s/su experienced leakage at connection site during use. The following information was provided by the initial reporter: luer slip 5 ml syringe has leakage at connection with the spinal needle. It was performed tests with other volumes of the brand and there was leakage. A second test was performed using syringes of other brand and no issues were observed. Additional information: there was no damage, but the customer reports difficult in being exact in the drug measure quantity. There was no need for medical or surgical intervention. There was no exposure of blood or chemotherapic. The customer did not noticed any damage or irregularity in the syringe tip.